Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16029479.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent a revision procedure. Upon attempting to remove the paddle lead during the procedure, the lead was fractured and was unable to be removed by the physician. The patients ipg was replaced and new linear leads were added however the patients paddle lead remains implanted in the patients body. The patient is currently doing well. No further course of action will be taken at this time. The explanted ipg will not be returned.